Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A twenty-five-year-old male patient received an impella 5.5 device as preoperative support for high-risk cardiac surgery. The patient tolerated the device well, and hemodynamics improved after surgery. On the third day of support, the patient developed ectopy, and echocardiography showed the impella positioned close to the interventricular septum; the device was repositioned at the bedside, amiodarone therapy was restarted, and the impella support level was reduced from performance level seven to performance level five. After nine days of support, the patient demonstrated recovery of native heart function and was taken to the operating room for impella explantation. During removal, difficulty was encountered, and the surgeon suspected that the motor housing was catching at the angle of the patient¿s innominate artery takeoff. A sternotomy was performed, and manual pressure was applied to the innominate artery to straighten the vessel, after which the device was successfully removed. Pec of device explant issue - triggers chest opening to reposition device via manual pressure. (Ppae, excluded because separate pec). Vt caused by device position. 5.5 noted as malposition on echo, triggered repositioning. Repositioning done per standard IFU, so not noted as separate pec.

Manufacturer narrative:
Additional information was provided in d9, the device has been received for evaluation, and the investigation is under way. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.